Event description:
Surgeon using re-entry catheter device called outback ltd (mfg#otb42120 lot#15725768). Surgeon stated during use, small fragment of catheter tip came apart and lodged itself into aortic plaque. Surgical team was able to visualize fragment under fluoroscopy. Surgeon states no need to retrieve fragment.